Event description:
Initial tsh result of 14.0 uiu/ml. Same sample repeated using different methodology recovered 4.0 uiu/ml. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.